Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative who was receiving lioresal 2000 mcg/ml at a dose of 338.5 mcg/day. It was reported via a request to technical services that the patient reported that one month ago (from (B)(6) 2019), a critical alarm went off. It was stated that at the moment of the interrogation of the pump, no critical alarm was reported in the logs of the pump. After the interrogation the alarm did not go off again. More recently, the patient reported hearing again a few time the critical alarm went off in the morning for a few repetitions. However, no traces of alarms were in the logs. No withdrawal effects or underdose effects were reported by the patient. No other possible sources of alarms had been identified by the patient. It was noted that the manufacturer representative was going to see the patient the next week (after (B)(6) 2019). Technical services recommended to take the logs of the last interrogations of the pump and confirm that the pump alarm was indeed going off. On (B)(6) 2019, the manufacturer representative obtained the pump logs which showed that alarm events had occurred in the logs (note this is contradictory to the initial report that indicated there was no reason for the alarm found in the logs previously). Specifically, there was a motor stall occurred on (B)(6) 2019 at 15:57 and recovered less than an hour later at 16:42, and then that another motor stall had occurred on (B)(6) 2019 at 09:13 which also recovered within an hour at 10:12. On (B)(6) 2019, the manufacturer representative asked technical services if the pump had to be replaced. In response, technical services reviewed that the physician could consider replacing the pump and to return the explanted pump for analysis. On 2019-oct-22, the manufacturer representative confirmed that there was no MRI or emi in the area of the patient in response to follow-up.

Event description:
Additional information received on (B)(6) 2020 indicated that there still had not been any further motor stalls and the patient would be under observation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 in response to follow-up. It was reported that as of (B)(6) 2019, there hadn't been any motor stalls since the 2 others had occurred. They were not sure what to do with the pump and the event was indicated to be unresolved.